Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use and have one of the components disassembled / missing. The missing component was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon inventory check-in, a tasp shim was found to be disassembled and missing a ball bearing. It was reported that there was no patient involvement and no further information is available.